Event description:
It was reported that during a sacrospinous ligament fixation procedure using a capio slim device, the capio carrier failed to extend. It was noted that the physician had attempted to pass the suture through the sacrospinous ligament approximately 20 times. A second capio device was used, presenting the same experience. A third capio device was used to complete the procedure. Post-operatively, the patient developed vaginal cuff infection. The infection was successfully managed with a 1-week course of clindamycin and metronidazole. No imaging or repeat surgical intervention was required. Note: this report pertains to one of two devices implanted on the same patient. Refer to manufacturer report number 2124215-2025-36923 for the first capio slim device.

Manufacturer narrative:
H6: patient code e1906 captures the reportable event of vaginal cuff infection. Impact code f2303 captures the reportable event of post op treatment for infection. Impact code f14 captures the reportable event of clinically significant extended procedural time due to the "20 unsuccessful attempts" with the device.

Manufacturer narrative:
Block h6: patient code e1906 captures the reportable event of vaginal cuff infection. Impact code f2303 captures the reportable event of post op treatment for infection. Impact code f14 captures the reportable event of clinically significant extended procedural time due to the "20 unsuccessful attempts" with the device. Block h11: upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. Visual inspection of the device did not reveal any anomalies. Upon functional inspection, the carrier was able to move in and out. After deploying the carrier, the cage was able to catch the suture. Therefore, the reported event of cage failure to catch was not confirmed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of infection is a known risk associated with capio slim usage and is noted as such in the device labeling. A conclusion code of no problem detected was assigned to this investigation based on the information available and analysis results. This conclusion was selected because after visual and functional inspections in the complaint device it was not possible to identify any objective evidence of either the alleged issue or any defect on the device.

Event description:
It was reported that during a sacrospinous ligament fixation procedure using a capio slim device, the capio carrier failed to extend. It was noted that the physician had attempted to pass the suture through the sacrospinous ligament approximately 20 times. A second capio device was used, presenting the same experience. A third capio device was used to complete the procedure. Post-operatively, the patient developed vaginal cuff infection. The infection was successfully managed with a 1-week course of clindamycin and metronidazole. No imaging or repeat surgical intervention was required. Note: this report pertains to one of two devices implanted on the same patient. Refer to manufacturer report number 2124215-2025-36923 for the first capio slim device.